Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products- model: dtmb1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6)2018, model: 419488, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high-rate non sustained episodes, and oversensing noise which resulted in pacing inhibition and inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.